Event description:
Patient presented back to the physician with infection resolved at the chest incision site. Physician activated inspire device. Patient presented back to the physician 4 weeks later with swelling and redness in the neck and chest area. Physician prescribed antibiotics.

Event description:
Patient presented back to the physician with infection at the chest incision. Physician brought the patient into the operating room and removed the entire inspire system.

Event description:
Patient presented to the physician with swollen, red, and potential infection at the chest incision. Physician prescribed antibiotics. Patient presented back to the physician with signs of infection. Physician prescribed antibiotics.